Event description:
An alarm issue was reported with the use of the freestyle librelink application. The customer expressed that due to the low glucose alarm failing to sound, they "ended up in the hospital." No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Customer reported their librelink application was missing high and low glucose alarms. The investigation concluded that there were no issues identified with the librelink app. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of the freestyle librelink application. The customer expressed that due to the low glucose alarm failing to sound, they "ended up in the hospital." No additional details were provided. There was no report of death or permanent injury associated with this event.